Manufacturer narrative:
Concomitant medical products: addrl1, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was also reported that undersensing and no capture were noted on the right atrial (ra) lead. The lead was capped. No further patient complications have been reported as a result of this event.